Event description:
It was reported that the subject device's image was abnormal, brightness was insufficient during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end of the light guide bundle is slightly worn and has dents. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunction, the cause was due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.